Event description:
Procedure type: lap eptopic pregnancy. According to the reporter: during the case, a large piece of port broke off while using the instruments and appeared on the screen. Port broke in the pt, however, the piece was removed from the cavity with grasper. No difficulties caused. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. There was no add'l bleeding and no tissue damage. No pt injury was reported. Pt status is fine.

Manufacturer narrative:
(B)(4).